Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : patient product x-ray images have been provided for review. No device associated with this report was received for examination. Provided images are jpeg files within patient medical records. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : no lot information was available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) 2017: the patient underwent a right total knee arthroplasty. Depuy implants were used. Depuy cement x2 was used. The patella was resurfaced. No intraoperative complications noted. (B)(6) 2019: the patient underwent a right knee revision secondary to suspected loosening. Intraoperatively, the surgeon confirmed tibial loosening at the cement to implant interface. The surgeon also performed debridement of arthrofibrosis. No intraoperative complications were noted. Pmh: osteoarthritis. Doi: (B)(6) 2017; dor: (B)(6) 2019.